Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the three wide mini drawers in position 1.2 was being held or restricted by the side of the frame. The field service engineer adjusted the frame in the door and then verified proper operation of the mini drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the pocket was not completely opening for the drawer and experienced several malfunctions. The customer reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this incident.